Event description:
Biomed reported channel a underdelivered. This was found during routine pm testing. There was no pt involvement. There was no injury reported related to the situation. No additional details available.